Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely causing the pump case to fall, and the infusion set to be pulled out. Subsequently, the customer was hospitalized due to a blood glucose level of 460 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2020 with no permanent damage.